Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported that the insulin pump returned a motor error alarm during bolus. Caller also reported that the insulin pump returned a no delivery alarm. Caller reported that the insulin pump had been dropped. Blood glucose level was 240 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.